Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same cases as MDR ID 2134265-2018-06552 and 2134265-2018-06551. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the procedure, an error was displayed during pullback. Thus, automatic pullback failed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed image pc failed to boot up to windows application at the virus scan station. The image pc intermittently boots up with disk error failure when it powers up. The most probable cause of the reported failure was attributed to hard drive on the image pc. The investigation conclusion isolated the failure to a specific component within a bsc system or assembly which contributed to the event; however the cause for the component failure is unknown. (B)(4).

Event description:
Same cases as MDR ID 2134265-2018-06552 and 2134265-2018-06551. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the procedure, an error was displayed during pullback. Thus, automatic pullback failed. No patient complications were reported.